Event description:
Attorney alleges plaintiff suffers from breast pain, hardness, breast lumps, loss of sensation in breast and nipple, burning, nipple discharge, arm and neck pain, anxiety, pain and suffering.